Event description:
It was reported that a physician performed a kyphoplasty procedure in a patient; the cement was injected in a doughy state. A cement extravasation into the inferior disc space was seen intraoperatively. Reportedly, the extravasation was asymptomatic and the patient "is good." No additional information was reported.

Manufacturer narrative:
Device was not returned; followed up with company representative.